Event description:
Routine complaint investigation when a consumer reported being unable to calibrate their blood glucose meter to a new box of test strips. The difference in the calibrated codes, if used to perform an assay, could produce clinically significant results. There was no report of death, serious injury or mistreatment associated with the event.